Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement. The reason for replacement was reported to be a lack of sufficient pain relief. Additional communication confirmed that there was also an underinfusion volume discrepancy observed. The volumes associated with the alleged discrepancy were not available. The explanted device was discarded.